Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the device presented a pressure error and locked its operation, indicating a sensor failure, which made its use impossible during procedure. No negative impact in state of health reported.

Manufacturer narrative:
Investigation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, when used during surgery on an adult patient, the device presented a pressure error and locked its operation, indicating a sensor failure, which made its use impossible, could be confirmed. The cause can be attributed to a dirty high-pressure valve, causing error messages 321, 322 and 3ff. This errors consequently lead the ui500 to a safe state for safety reason. The residues on the dirty high-pressure valve prevents correct working, therefore the control system stops unit to work. The additional determined issues are independent from the reported failure from customer. According to the IFU visual as well as functionality should always be checked before every use to avoid injuries and damages to the product. Furthermore, a spare device should be available in case the device fails during use. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).